Event description:
The customer reported the hd camera head display poor image. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned. Based on the results of the investigation, results did not lead to the identification of root cause or factors causing poor images that occurred. Olympus will continue to monitor field performance for this device.